Event description:
It was reported that there was a revision post-op failure, broken plate. Revision took place around (B)(6) 2010. Arthrex device was replaced with competitor`s device. Also, patient denies falling or dropping anything on it. Patient said she may have walked on it without her boot about 5 weeks out.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number is unknown. Complaint not confirmed. The complaint device was not returned. The most likely cause of the event is patient non-compliance with the post-op protocol and/or post-op trauma. The directions for use states: "postoperatively and until bone healing is complete,fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. Also, repeated bending of the plate at the same location, or by creating excessive acute angles may potentially lead to premature plate fatigue, failure and or breakage in situ." The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.